Event description:
It was initially reported that the patient was experiencing an increase in seizures. The patient's mother stated that the patient needed generator replacement. The mother believed that the generator dead since he began having an increase in seizures (B)(6) 2011 after they had been well controlled for years. Patient's partner of multiple years had past away shortly before the increase in seizures began. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received regarding the patient. The patient had been having 2 seizures every 6 months to having 4 seizures every 6 months which was still below pre-vns baseline. The cause of the increase in seizures not related to vns. The patient had a death in the family and is under increased stress that is the believed cause of the increase in seizures. Patient diagnostic were within normal limits. The patient had their settings increased and a prophylactic generator replacement is planned but has not occurred to date. The patient also had a medication added to his regime.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or cyberonics'; employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.